Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer (fse) found that the drawer 5 enhanced full height cubie was not on the bus. The drawer controller board was tested with a voltmeter and confirmed to be within the normal range. The pyxis module controller was replaced, and the system was successfully tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.